Manufacturer narrative:
Note: we have not completed our investigation of this event . We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that while raising the patient table, the operator released the button, but the table continued to move and then shut off. Philips service confirmed that there was no harm to a patient or operator. There was no patient on the table at the time of the event. Philips service checked the error logs and noted that an e-stop occurred and the gantry shut down. Philips service evaluated the system, but could not duplicate the problem.